Event description:
Customer received two calibration errors in a row and a change sensor alert. The blood glucose reading is 171 mg/dl. During troubleshooting, the sensor glucose levels were completely off; the sensor was reading them low. No issues with insertion technique and insertion device. Customer removed the sensor and noticed it was bent; angled to the side. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. However, the cannula was found bent. It could not be confirmed that the sensor was received in this condition as the customer returned the sensor opened and used. The skin irritation could not be tested or reproduced in the lab.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.